Manufacturer narrative:
On (B)(6) 2021 the customer alleged power loss alarm and cosmetic damage(cracked backside of insulin pump). The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case on corner of belt clip rails, cracked case on battery tube, cracked case above arrow and battery icon, and cracked battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review in the device history found no power loss alarm on the event date of (B)(6) 2021; however, found low battery alarms on (B)(6) 2021 at 08:59:00 and replace battery alarm on (B)(6) 2021 at 18:30:00. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery, replace battery, nor power loss alarms during testing. In summary, insulin pump passed required testing. Customer alleged for power loss alarm was not confirmed. Customer allegation for cosmetic damage (cracked backside of insulin pump) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2021, at 15:42:59 pst, ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4)complaint status: order creation mdt initial contact: (B)(6). Initial notes: (B)(6) on (B)(6) 2021, I just changed the battery and keeps on telling me replace battery. Inquired what led up to the complaint. Customer response: cx was changing the battery when the issue occurred bumped/dropped/cosmetic damage t/s per (B)(4). Advised to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack; damage occurred: cx does not know; location of the damage is: back of the pump. Did customer report out-of-box damage: no. Is the physical damage to the pump's retainer ring: no. Was damage to pump caused by the customer and/or by normal wear and tear: yes. Advised to discontinue use of the pump and revert to backup plan per hcp's instructions. Explained replacement policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: requesting replacement pump. Ship: pump mmt-1712kl 640g v4.11 mg/le. Return: pump mmt-1712kl 640g v4.11 mg. Country: (B)(6). City: (B)(6). Zip: (B)(6). Input date: (B)(6) 2021. Warranty start: 02/27/2018. Warranty end: 02/26/2022. Batch - (B)(4).